Event description:
It was reported that the device was in use with patient for infusion of remodulin. Reporter stated the user incorrectly selected the delivery option "continuous rate=no" so the prescribed dose rate was not being delivered. No adverse effects to patient reported.